Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. (B)(4) (failure to access the common femoral artery).

Event description:
It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the right brachial artery after an interventional procedure to treat stenosis of innominate artery. Reportedly, on (B)(6) 2010, the pt presented at the hospital experiencing a heart attack a week prior to treatment of the stenosis. The patient's general health was marginal. A subclavian stenosis was found and treated on (B)(6) 2010. The physician decided to access the right brachial artery due to severe peripheral vascular disease. Prior to procedure, the patient's pulses were recorded on doppler and were faint. Three guide wires and a dilatation balloon were used to treat the stenosis in the subclavian artery; however, the outcome of the stenosis treatment was unknown. On (B)(6) 2010, the pt experienced pain and no pulse in the right arm and was taken to the cath lab. An angiogram of the right brachial artery found the artery was completely occluded. Multiple wires were used, finishing with an asahi treasure guide wire. The pt had extravasation of contrast at the site and a vascular surgeon was consulted. Seven thousand units of heparin, plavix and aspirin were given. During arterial repair a hematoma in the soft tissue surrounding the artery was found. A thrombectomy and angioplasty with a vein patch was performed to treat the thrombosis in the artery. Multiple punctures were found, both arterior and posterior, which was concluded to be from the initial procedure when treating the subclavian stenosis. The suture was found to be in the correct position on the vessel and the physician commented that the suture was not involved or contributed to the occlusion or hematoma. After the arterial repair the pt reportedly had very good pulses. The pt is doing well. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4).